Manufacturer narrative:
Evaluation summary: impactors become damaged through repeated use due to impactions sustained while in use. Impactors heads should be replaced when the part is no longer functioning. Failure can be attributed to normal wear and tear. Without additional information, the exact cause cannot be conclusively determined at this time. As returned, the device is fractured. Based on the lot number, the device has a potential field age of less than 1 year. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that upon impaction, the inserter pad cracked and the plastic fractured.